Event description:
Initial reporter indicated to a co. Rep that their connector to their handheld is frayed. The product was discarded at the site. A device malfunction is suspected against cable.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.